Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. One opened .03mm ia handpiece was received for the report that the transformer was ¿defective¿ (product failed-no suction). The sample was visually inspected and found to be non-conforming with the bimanual handpiece observed to have foreign material inside the port hole of the aspiration handpiece. The particle analysis found the foreign material to most closely match protein. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. The particle analysis found that the foreign material occluding the I/a handpiece aspiration path best match protein. Protein is not a material used in the manufacturing process of I/a handpieces. How and when the I/a handpiece aspiration path became occluded with protein cannot be determined from this evaluation and a root cause cannot be determined for the complaint as described by the customer. The most likely source of the foreign material is from surgical material. Based on the evaluation of the information received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. All handpieces are 100% visually inspected prior to being released from the manufacturing facility. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all manufacturer products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A sample is available that has not yet been received at manufacturing for evaluation. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that ophthalmic transformer had no suction. Procedure details and patient impact have not been provided. Additional information has been requested, none has been received till date.